Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the clear plastic pieces from the insulin pump's reservoir compartment had broken off. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit not received in manufacturing mode. Retainer and o-ring are in place; no anomalies noted to reservoir tube area. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.